Manufacturer narrative:
Device noted as returned. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. The following devices were also listed in this report: delta c-taper head 28mm +0, cat#: 18-2800, lot#: 70156101. Restoration adm x3 ins 28/48, cat#: 1236-2-848, lot#: 72336201. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Patient experiencing hip pain post op, revision surgery performed.